Event description:
It was reported that the customer had high blood glucose levels of 404mg/dl. Customer treated with manual injection. Customer also reported air bubbles in the reservoir. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).